Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding the patient having two level t12 and l3 bilateral kyphoplasty for sub-acute fracture. It was reported that the balloons were popped off. The pedicle and vertebral body were notably sclerotic at this level. Minimal inflation was noted on the lateral x ray, and a balloon popped. At the l3 level, the bone was notably softer than t12. There were no cementing challenges were noted and the procedure was successfully completed at both l3 and t12. No further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the sclerotic nature of t12 caused the first balloon to pop. However, when two new balloons both popped at l3 which was much softer on access.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.